Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information obtained: does the doctor allege any deficiency with the device that lead to the inter-operative issue experienced? - no. Dr. Commented there was no problem with the device. Was there any error message displayed on the generator? - no. What power level was used? - no information. What does the surgeon believe was the source of the bleeding? - dr. Commented that the blade may touched the pa when the device was activated on the tissue near pa, because of pulsation of pa. What was the appropriate size of the vessel that was bleeding? - no information. Was the device activated when the bleeding was identified? - yes. The device was activated on the fat and connective tissue around the vessel. What is the current patient status? - the patient is still hospitalized as at (B)(6).

Event description:
It was reported that during a laparoscopic pneumonectomy, arterial bleeding occurred when the device was activated to exfoliate the adipose tissue around blood vessels and the connective tissue. The astriction and the hemostasis with taco-seal were performed but bleeding did not stop. The operation was changed to open procedure, and the pericardium was opened to find the point of bleeding by clamping the main pulmonary artery, and the ligation with prolene was performed to stop the bleeding. The bleeding amount was about 700 ml. But no blood transfusion was required. The patient was (B)(6) male. He stays at the hospital.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2018. Investigation summary the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. The device was disassembled to inspect the internal components and it was found that there was a cracked internal component this rendered the clamp arm nonfunctional. It could not be determined what may have caused the reported incident of the bleeding did not stop. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.